Manufacturer narrative:
H3): the tightrail was not returned, thus no returned product investigation was performed. H6): great vessel perforation, cardiac perforation, and death are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function (lead fracture). A right atrial (ra) lead was present in the patient as well, but was not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead, with poly sorb suture used as well, to provide traction. Beginning with a spectranetics 11f tightrail rotating dilator sheath, the lead high voltage cables began to externalize; therefore, the device was upsized to a 13f tightrail sub-c, to accommodate the damaged lead. Once the sub-c had successfully advanced and ran out of length, a 13f tightrail (long) was used. Several binding sites were encountered within the vasculature, but progress was made to approximately 1/3 of the way down the lead second coil. However, the patient's blood pressure dropped. Rescue efforts began, including rescue balloon, CPR, administration of blood products and fluids, sternotomy, and cell saver. A superior vena cava (svc)/ra junction perforation was discovered and repaired. Despite repair with approximately 45 minutes of life saving efforts, the patient did not survive. This report captures the 13f tightrail in use in the area when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.